Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the cm. The blood leak was noticed approximately thirty minutes after the start of treatment. The cm said there were no alarms from the machine. Blood was observed clinging to the exterior of the combiset tubing just outside of the blood pump. There was no visible damage or defect noted on the tubing, but staff presumed that the blood leaked from a pinhole. The cm could not confirm what caused the leak or if there was actually a pinhole present on the tubing. No leaks were noticed during the priming phase. The cm stated there were no changes or disruptions in pressure that could have caused or contributed to the leak. The patient¿s blood was reinfused from the circuit. Estimated blood loss (ebl) due to the leak was less than 20 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample not available to be returned for manufacturer evaluation as it was reportedly discarded.